Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed an ¿error 4¿ message when testing. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter message occurred in the morning, 7 to 14 days prior to contacting lfs. The patient detailed that he manages his diabetes with a combination of oral medication, diet and exercise and reported that he consumed less food/drink immediately after the alleged product issue occurred. The patient reported that he developed symptoms of ¿tingling in the feet and hands, headache and general discomfort¿ within 24 hours of the error message occurring. The patient claimed that at 10:55am on (B)(6) 2014, a blood glucose test was performed by a healthcare professional (hcp), but the patient did not specify the results obtained. At the time of troubleshooting, it was noted that the test strips had not expired and were in good condition. The cca confirmed that the patient had been using the correct testing technique and when the patient was walked through a retest, the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the product issue caused and/or contributed to an adverse event. The patient's reported symptoms do not meet lifescan's criteria for a serious injury and the patient did not receive treatment from a hcp for a blood glucose excursion. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.